Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a titanium lopro t4, the monitor turned on but showed the icon for connecting the cable and though the blade flashed, it never connected. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and they could not confirm the initial report of the blade flashing but not connecting. The blade was plugged into a test monitor and the monitor was powered on. The monitor and the blade passed all image quality tests. The blade has already been replaced so the returned blade was scrapped. Service complete.